Manufacturer narrative:
Baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was not verified. Testing of the device found it to be within specification and the customer reported issue could not be reproduced during evaluation. Evaluation found all sensors within specification on the device, with the pump performing properly during testing. No causality was identified and no correction is necessary at this time to address the allegation. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump did not alarm upstream occlusion when tested. There was no known patient injury or medical intervention associated with this event. No additional information is available.